Event description:
A customer contacted beckman coulter inc., (bec), and reported the probe on the act diff analyzer was dripping during the start-up cycle. The operator was wearing gloves and fluid did not come into contact with skin, mucous membranes or open wounds. There is an exposure control/risk management plan in place at the lab. The material safety data sheet (msds) was not reviewed by the customer. There was no report of any patient samples or results being affected by this event. There was no death, injury or change to patient treatment and the operator did not seek medical treatment for this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) was dispatched on (B)(4) /2011. The fse observed the sample probe leaking three (3) to four (4) drops of diluent post start-up cycle. The fse replaced the probe traverse assembly and all solenoids in the diluent pathway. On (B)(4) 2011, the fse replaced the sample and diluent syringes and valve (vl11). Repair was verified and system validated. Based on information provided, the root cause can be attributed to the hardware replaced by the fse during instrument servicing. (B)(4).